Event description:
It was reported that the device was unable to connect remotely via an rf transmitter, but was able to connect with an inductive transmitter. The patient was asymptomatic. A follow-up to attempt for a firmware download to restore rf telemetry was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.